Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (5109k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error codes during a procedure. The unit was replaced to complete the procedure. There was no patient injury reported. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the distribution board to resolve one of the error codes and the patient bridge was replaced to resolve the additional error codes. Further it was found that the patient bridge was dirty and not well maintained. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error codes during a procedure. The unit was replaced to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The replaced patient bridge was returned to the original equipment manufacturer for further investigation. Visual investigation and hardware analysis was able to confirm the issue. Both pump motors were found to be dirty and had faulty electronics. The presence of water residue indicate that foaming had occurred in the tanks. Improper cleaning was identified as the root cause.